Manufacturer narrative:
(B)(4). Load not recalled and suspect positive biological.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) and it is unknown if the load was reprocessed prior to being released for use on a patient(s). There was no injury reported. This event is being reported as the load status is unknown. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp recognizes that in many cases it would be difficult to trace infection back to the sterilization. As a matter of policy asp has therefore decided to report cases of cancelled cycles if the complainant does not confirm that the load was reprocessed prior to use on a patient.

Manufacturer narrative:
Event date: (B)(6) 2014 to (B)(6) 2015. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), product return and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 11/17/2014 to 08/20/2015 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The suspect bi was not available for return and evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.